Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: during the case, the plastic sheath covering reticulating arm pulled off intraoperatively. The piece was retrieved. Another device was applied to complete the case.